Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of less than 200 ohms, noise, oversensing, and possible pacing inhibition. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information received reported that patient isometrics were performed, and no noise was able to be reproduced. It was noted that there was no rv pacing inhibition. No adverse patient effects were reported. The lead remains in service.